Event description:
When flushing permanent access catheter, swelling noted at site. Initially blood return seen, then unable to note blood return. Pt sent to x-ray. X-ray revealed intravascular catheter separation from dome. Intravascular catheter migration. Pt sent for angiographic procedure - "foreign body retrieval intravascular." Catheter retrieved.